Manufacturer narrative:
UDI number: (B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a pedicle probe was found bent after it went through spd. There were no surgical or patient impacts.

Manufacturer narrative:
Additional information: the returned probe was examined and found to be bent at the tip. The reason for this event cannot be determined with the information provided, however, dense bone quality of the patient, off-axis use of the probe, or attempting to alter the trajectory of the probe within the vertebrae are all possible causes. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a pedicle probe was found bent after it went through spd. There were no surgical or patient impacts.